Event description:
Impella critical alarm heard, went to inspect alarm, alarm shown "battery failure". Noted battery was at 50%. Outlet changed with no resolution of battery failure alarm. Abiomed support number called immediately for assistance. Back up controller obtained. Np notified. With the assistance of the support from abiomed over the phone, patient transferred to new impella controller. Patient remained hemodynamically stable throughout transfer. Original impella controller taken out of commission. The abiomed support person over the phone said she would notify the impella rep via e-mail. Impella device information: sn: (B)(6). Rf: (B)(4).